Event description:
Account alleged that the head of the bed is not going up. No injury reported.

Manufacturer narrative:
The head up valve was stuck closed. Account replaced the head up valve to resolve the issue.